Manufacturer narrative:
(B)(4). Evaluation summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, and accessory device support. Furthermore, potential factors that can contribute to stent dislodgement within the body include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation or from an interaction with other devices, the patient anatomy and/or a previously implanted stent. Based on the information provided, the lesion was heavily tortuous and heavily calcified, which likely contributed to the reported difficulties. The stent delivery system (sds) was returned with blood visible in the guide wire lumen as well as contrast in the inflation lumen and balloon, which suggests that the sds was prepared for use and loaded onto a guide wire. The stent implant was dislodged from the balloon and not returned with the sds, confirming the reported information. However, there were crimp marks visible on the balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. The tip length was also measured and met manufacturing criteria. It was noted that the balloon was found to be loosely-folded, which may suggest that significant pressure was inadvertently applied to the sds during handling post-procedure, although this cannot be confirmed. The sds likely interacted with the tortuous and calcified lesion such that it was unable to cross, causing the stent to become disrupted on the balloon and dislodge as a result. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing for dislodgement force met manufacturing criteria. Based on the information received with this complaint and the analysis of the returned device, the reported failure to advance and stent dislodgement appear to be related to circumstances of the procedure and not a product quality deficiency. All stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is destructively tested for stent movement to verify stent security and dislodgment force.

Event description:
It was reported that the lesion was located in the heavily tortuous and heavily calcified right coronary artery. Both ultra stents dislodged during the crossing attempt, due to calcium and tortuosity. The stents were each retrieved with a snare device. No patient effects were reported. The procedure was completed at that point and no other stents were attempted. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has not been received. A follow-up report will be submitted with all additional relevant information. The rx ultra stent is being reported under a separate medwatch report number.